Event description:
It was reported that customer experienced high blood glucose. Customer blood glucose was 28 mmol/l and current blood glucose was 22.0 mmol/l. Customer treated high blood glucose with insulin pen. The customer was using insulin pump system within 48 hours. The customer declined to troubleshoot for the high blood glucose incident. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.